Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient presented to clinic with capped atrial and right ventricle (rv) leads eroded through the skin and with infection. The pacemaker had been explanted on an unknown prior date at an unknown facility. At that time, both the atrial and rv leads were capped. The indication for the prior procedure was infection, with a suspected but unconfirmed device malfunction. On (B)(6) 2026, both capped atrial and rv leads were subsequently explanted due to infection and lead erosion. The exact cause of the infection remains unknown. The patient was in a stable condition.